Event description:
The customer reported, the system displayed a communication error and would not reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated circuit boards. System operates as intended. (B) (4).